Manufacturer narrative:
(B)(4). The expanded evaluation states that the pivot stop bracket is bent and the other side does not have one.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
End user's wife states she was sitting in the chair while cleaning and the chair collapsed. Wife alleges having pain and stiffness. .

Event description:
End user's wife states she was sitting in the chair while cleaning and the chair collapsed. Wife alleges having pain and stiffness. .